Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was observed at power up but not reproduced. System error 105 was confirmed and caused by a failed input / output printed circuit board, which had a partially dislodged component (I/o pcb). The failed I/o pcb and motor assembly were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.